Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported an unspecified amount of tampons had applicators with open petals and upon insertion and removal of the tampon she felt discomfort. She reported a tampon with bent open petals was sharp and the petals scratched and pinched her vaginal cavity. She experienced a spot of blood and vaginal pain after this occurred. She did not seek medical attention. She fully recovered and did not experience any adverse health effects.